Event description:
Customer reported receiving inaccurate low readings. In blood glucose tests, customer received readings of lo (19 mg/dl) and 80 mg/dl within 10 minutes. There was no report of death, serious injury or mistreatment associated with this event.